Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the d.n. To rear te cable was missing. The root cause for the missing trunk cable was physical abuse.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.